Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was unable to secure properly onto the pump and had to be replaced frequently. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.